Event description:
User facility medwatch report# 1019436 received from FDA reports pt with recurrent pituitary tumor in o.r. For shunt placement. Codman perforator became stuck against inner table of skull. Attempted to remove with pliers but needed to use anspak drill to clear bone away from perforator.